Manufacturer narrative:
Clients mother phoned to report that the flex 3 backrest is missing a bracket to hold it onto the back frame. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).

Event description:
Clients mother phoned to report that the flex 3 backrest is missing a bracket to hold it onto the back frame. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).